Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that on (B)(6) 2015 at 11:30pm, the patient obtained a result of 80mg/dl on the subject meter. The reporter detailed that the patient manages his diabetes by self-adjusting his insulin doses and made no changes to his usual diabetes management routine in response to the alleged issue. The reporter detailed that on (B)(6) 2015, after the alleged inaccuracy, the patient developed symptoms of ¿sweating, light-headed, shaking and dizzy¿ and that at 11:45pm on (B)(6), the emergency medical services (ems) were called who done a blood glucose test on the patient which gave a result of ¿60mg/dl¿ and treated him with food or drink. During troubleshooting the cca noted that meter was set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a hypoglycemic event after the alleged meter inaccuracy.